Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right fossa and mandible components as well as the left fossa components, need to be removed and replaced due to infection.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported infection could not be confirmed. However, the planning scans show that the tmj implants were removed. The patient underwent multiple tmj surgeries involving bilateral implants and repositioning, with no device abnormalities found despite complications like dislocation and infection leading to component removal and replacement. Although the implants met all specifications and cultures were negative, the cause of infection remains undetermined, with the patient¿s medical history and factitious disorder considered potential contributing factors. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.